Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The exact stent implant date is not known, it was reported to be approximately 2 weeks prior to (B)(6) 2012. (B)(4) for the reported event of stent wire broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was implanted within the bronchi during a stent placement procedure in (B)(6) 2012 (approximately two weeks prior to (B)(6) 2012). According to the complainant, the indication for stent placement was treatment of a stricture. On (B)(6) 2012, approximately two weeks post stent placement, the doctor re-scoped the patient and observed that one of the mesh wires on the stent was broken. The doctor expressed concern about the wire eroding into the patient's tissue; however, no intervention was reported. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was implanted within the bronchi during a stent placement procedure in (B)(6) 2012 (approximately two weeks prior to (B)(6) 2012). According to the complainant, the indication for stent placement was treatment of a stricture. On (B)(6) 2012, approximately two weeks post stent placement, the doctor re-scoped the patient and observed that one of the mesh wires on the stent was broken. The doctor expressed concern about the wire eroding into the patient's tissue; however, no intervention was reported. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information the device lot number and device expiration date have been updated based on information received (B)(4) 2013.